Event description:
It was reported that the left ventricular (lv) pace impedance of the cardiac resynchronization therapy defibrillator (crt-d) system was greater than 3,000 ohms since before (B)(6) 2021 and was programmed to right ventricle only from at least (B)(6) 2021. The crt-d and lv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.